Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery (sfa). A 5.0mmx40mmx135cm sterling¿ balloon catheter was selected and advanced to dilate the lesion. The balloon was inflated at 10 atmospheres on the first inflation. During the second inflation, it was noted that the balloon ruptured at 10 atmospheres. The device was completely removed from the patient. The procedure was completed with a mustang balloon catheter. No patient complications were reported and the patient's status was good.